Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row c, position 6 had physical damage that prevented proper pocket insertion and latching. A field service engineer (fse) replaced the middle cubie row board in drawer 3.1 due to damage to the last cubie slot. The drawer was tested using the hardware test application and functioned as expected. The customer subsequently completed inventory of the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie was missing in 3.1 c6. An attempt was made to replace it, but the system did not accept a new cubie. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.